Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the information received from the field the device was explanted due to an infection at the implant site which started soon after the implantation surgery. Review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user was explanted due to an infection that has progressed to the implant level.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted due to an infection that has progressed to the implant level.